Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0uvh4, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
A healthcare provider (hcp) reported the patient was having issues with her device not functioning anymore and she experienced a loss or change of therapy; the patient had a ¿ctr¿ and they had to give her electric shocks and after this incident she started having stool incontinence. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No actions/interventions were reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.